Event description:
Reported due to device fracture. The physician attempted to close an arteriotomy site with the perclose a-t (closer ak) device. Reportedly, the procedure was performed via the right common femoral artery and the patient had a "deep tract." Fluoroscopy was performed prior to the procedure but the results are unknown. Reportedly, the physician inserted the device and said that "something felt weird" so fluoroscopy was done in an attempt to visualize the device. Fluoroscopy showed that the sheath was kinked in an "s" shape. The device was never deployed. The physician rewired and the device was removed in its entirety (outside the body). The device was reported to be "broken" near the swage ring. All pieces were removed from the patient, and hemostasis was achieved with angioseal. The patient did not experience any adverse reactions or injury. Although requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation but the lot number was provided. The device history record was reviewed and there were no observations that were relevant to this investigation. We were not able to establish a root cause based on the available information. This report represents all the info known by the reporter upon query by abbott personnel.